Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) who ed that they met with the patient today. The patient had not charged their system since their replacement in 2015. The rep attempted a trickle charge three times and was unable to get the battery revived. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a poor communication screen on the patient programmer (pp). The patient reported that she wasn¿t able to communicate with her recharger either. The patient reported that she didn¿t use it for a long time and it had been over a year. The patient reported that her healthcare provider (hcp) told her she needed to get a manufacturer¿s representative (rep) to interrogate the device. The patient was advised to follow up with their hcp to address the possible over-discharge. Additional information was received from the patient on 2017-06-06. The patient reported that she had not received communication from a rep about meeting someone regarding her over-discharged device. The patient reported that she could feel mild stimulation sensation when she was lying down even though the device was dead. The patient also reported that a rep tried helping her with her recharging issues but ¿resetting it.¿ the patient reported that the recharging issues were a year prior to the report. The patient reported that she turned her device off for a ¿procedure¿ but didn¿t provide any additional information on the procedure. Additional information was received from the patient on 2017-06-30. The patient reported that they thought they had a brain ins but it did work for her spine. It was noted that the ins the patient was implanted with a spinal ins. The patient reported that she had not heard from a rep yet. Additional information was received from the patient on 2017-07-25. The patient reported that because her implant died, she couldn¿t get it to charge, so she met with a rep for a jumpstart but it didn¿t work. The patient reported that she saw a rep after her last phone call and the rep declared her implant battery to be dead. The patient reported that the battery had been off pretty much since implant because she had another procedure and didn¿t charge it. The patient reported that her implant never worked. The patient also reported again that she could still feel stimulation sometimes even though her implant was dead. No further complications were reported.